Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. A specific bg value was not provided. Reportedly, the customer used insulin and cartridges beyond labelling, and exposed the pump to high temperatures. Tandem clinical support staff educated the customer on proper insulin labelling. Customer changed out the cartridge and successfully resumed insulin delivery to address bg level. Recommendation was made to discuss diabetes management with a health care professional.